Manufacturer narrative:
A questionnaire was sent to the hosp on 10/3/97. A letter was sent to the hosp on 11/6/97. To date, this info has not been received. No evaluation was performed as the product was not returned.

Event description:
Implanted plate broke after approx. 8 months. Plate was removed 9/26/97.